Event description:
It was reported the laser system fiber was walked into and the fiber sparked and broke. The issue occurred an unknown procedure and the procedure was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
B5: it was reported the laser system fiber was walked into and the fiber sparked and broke. The issue occurred an unknown procedure and the procedure was completed with an olympus back up device. There were no reports of patient harm.

Event description:
It was reported the single use aspiration needle had a black abrasion mark on the compress due to a leakage of saline solution. The issue occurred during an endobronchial ultrasound-guided transbronchial needle aspiration. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. The device was not returned for evaluation and the customer's allegation could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.